Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to no capture at maximum outputs and high out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) discussed possible causes, including potential lead fracture. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.